Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported problem 'failed pounds per square inch (psi) test' could not be reproduced during evaluation. Evaluation ran the unit for 5 min at 400 ml/hr without any error. Evaluation sent the unit to the flow line for flow rate testing. The unit passed high and low setting. Final interference unit passed downstream occlusion. No component could be determined for causality and therefore no correction was required. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum pump had an failed pounds per square inch test during an testing at the biomedical service department. There was no patient involvement. No additional information is available.